Manufacturer narrative:
Additional information: g3, h2, h3, h6. The study data was not received for review. The ensite system monitors it's own functionality, if software problems occur, the system will need to restart. It is suggested that if a prompt comes up asking to restart, that the use the restart function and resume the study. Review of the ensite cardiac mapping system verifies that in some cases a shift can occur. If a shift occurs, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model. See ensite cardiac mapping system IFU, setup, enguide alignment.

Event description:
During the typical atrial flutter ablation procedure, a prolonged procedure occurred due to issues with the catheter position, the system crashing, and the troubleshooting involved in order to resolve the issue. The procedure was completed with relying on ice and there were no adverse consequences to the patient.